Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced pressure sensor assembly, front cover, rear case, left/ right handles, barrel clamp, tube drive, wiper seal and right iui. A review of the device history record for (B)(6) was performed from date of manufacture 11/25/2013 to present date 10/05/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the pressure sensor.

Event description:
It was reported that the 8110 syringe module received 354.6770 error code.

Event description:
It was reported that the 8110 syringe module received 354.6770 error code.

Manufacturer narrative:
Corrected h6(results; removed pressure sensor).

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the 8110 syringe module received 354.6770 error code.